Event description:
A surgeons office reported that they had a vns patient that they took to surgery. The physician didn't like the way the lead looked in the patient's neck when she turned so he took her in and removed one tie-down (unknown which one). Good faith attempts have been made and thus far no further information has been attained.